Manufacturer narrative:
A review of the (B)(4) service history identified no contributing factors and no subsequent issues have been reported. A review of the architect (B)(4) tracking and trending data in the product monitoring review for architect systems found no similar issues as described in this complaint. The architect (B)(4) erratic result rate was reviewed and did not identify any trends. A review of trending for the architect troponin assay identified no adverse trends. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect (B)(4) analyzer was identified. No further patient information was known by the customer.

Event description:
The customer reported a falsely elevated architect stat troponin-I result for a female patient. The sst tube generated an initial result of 0.29 ng/ml, the patient was tested with I-stat and generated a negative result. A new lithium heparin sample generated a negative result of 0.002 ng/ml and retest of the original sst sample generated 0.002 ng/ml. The customer uses a cut-off of 0.05 ng/ml. No adverse impact to patient management was reported.